Event description:
Boston scientific crm received information from a health care professional (hcp) that her experience with boston scientific pacemaker's has been that elective replacement time (ert) occurs only a few months after elective replacement near (ern). Technical services (ts) was consulted and noted that ern to ert in a boston scientific pacemaker should be less than or equal to one year. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.